Event description:
The product was used during a bilateral reduction mammoplasty. Reported, the suture broke post-operatively resulting in dehiscence of the wound. The pt returned to surgery for reclosing of the wound.